Manufacturer narrative:
The complainant indicated that, the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that, during a diagnostic angiogram involving a calcified, total occlusion in the superficial femoral artery (sfa), the tip of the zipwire "split in two. Manipulation in the vessel caused the split." It is further reported that, the material "looked like polymer" and was "1cm" in length. The material "was still connected" after the wire was removed. The procedure was successfully completed with a thruway .014" guidewire and the current pt status is "fine."